Manufacturer narrative:
(B)(4). The device was returned for analysis and the reported substance and separation was confirmed. Based on a visual inspection and chemical analysis of the device, there is no indication of a product quality issue with respect to manufacture, design, or labeling. The investigation determined that the noted substance and separation appears to be due to operational context. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported the procedure was to treat a lesion with no tortuosity and 75% stenosis in the proximal internal carotid artery. The emboshield nav6 filter was used successfully in the procedure. However, when the filter basket was going to be retrieved, a white substance was observed on the tip of the recovery sheath. A piece of gauze with heparin saline was used to clean the sheath in which at that time the tip of the separated. The sheath was never inside the patient's anatomy. A new recovery sheath was advanced to retrieve the filter basket successfully. The patient is well. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.